Event description:
The lead was returned to the manufacturer after being explanted. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1861 competitor implantable cardioverter defibrillator, (B)(6) 2002; 0158 competitor implantable tachy lead, (B)(6) 2002. Product event summary - the full lead was returned in segments and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).